Event description:
It is reported that the device was implanted in 1998 and that the pt was revised, due to tibial loosening in 2008.

Manufacturer narrative:
Eval summary: it was noted in the alleged complaint that the surgeon's prior technique was to dip the implant in bacitracin, an antibiotic, prior to implantation. The introduction of antibiotic bone cements have since made this technique redundant and somewhat obsolete. While the cause of the tibial tray loosening cannot be definitively determined, it is important to note that any substance applied to the implant, or mixed with the bone cement, may interfere with the implant to cement interface. Additionally, pt info such as height, weight, and pt activity is unk. Device history records indicate all components were mfg and inspected to spec. The part was measured and found dimensionally conforming where measured. Cause cannot be definitively determined.